Event description:
It was reported that the customer experienced a low blood glucose (bg) level, value not provided. Reportedly, customer inadvertently initiated a bolus which caused them to go low. Reportedly, customer went to the hospital. The customer declined follow-up from tandem technical support regarding the issue, therefore no additional information was obtained.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.